Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by the presence of abdominal pain and cloudy effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of peritonitis may be attributed to an episode of touch contamination during ccpd therapy on the liberty select cycler due to nonadherence of aseptic technique by the patient in the absence of a caretaker as reported by the pdrn. This is further evidenced by the presence of a gram-positive bacteria that is a well-known contributor to peritonitis due to touch contamination. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. There was no specific allegation this adverse event was due to any deficiency or malfunction of a fresenius device or product in the initial reporting. Upon follow up with the pd registered (pdrn) nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2020 with complaints of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2020 presented with enterococcus faecalis and a white blood cell (wbc) count showed 633/mm. The patient was diagnosed with peritonitis and it was assumed it was due to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler, but it could not be confirmed. It was reported the patient¿s daughter was previously assisting with pd therapy until this patient moved to a new residence, prompting the patient to undergo ccpd therapy on her own. The pdrn stated the patient may not have taken infection prevention precautions when initiating ccpd therapy on the liberty select cycler. The patient did not require hospitalization for this event and was prescribed intraperitoneal (ip) vancomycin and ip tobramycin (dose, frequency and duration were unknown). The patient is recovering from this event, as the most recent wbc count on (B)(6) 2020 presented with 49/mm. The patient continues ccpd therapy on a new liberty select cycler (received (B)(6) 2020) at home with no further reported adverse events.